Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Additionally an episode of noise due to myopotential oversensing was also observed. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.